Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: notes from internal rrt call on 1/20/2020 to include pmss, engineering, ethicon medical, customer quality and local sales/marketing. The surgeon performed 250-300 procedures with ethicon devices since nov. 2019. He uses blue for pouch, white on jj. The post-op leak occurred on remnant side. He clamps below pouch and fills with air and runs fluid over to check for leaks. Gore seamguard used on all firings. There are no surgical videos or photos available. Throughout care of patient there were no staple form issues. Even in reoperations, good b form. The surgeon stated that the pa fires the staplers since he¿s on the robotic console. He fires with the anvil side up and is meticulous at inspecting the staple line after each firing. The first patient¿s leak occurred 5-6 weeks post-op, a drain was placed and was in and out of hospital 5-6 times. The second patient had dehiscence at day 7 post-op. An upper gi performed, and a huge disruption of staple line noticed. The third patient was a sleeve conversion. An upper gi was performed, and no leak was seen. His partner performed reoperation and did not see leak but bile stain. This area of remnant was corrected with an omental patch post-op day 3. These are a significant concern since he has not had this occur for 17 years. There were no difficulties with devices to include staple form in any of the procedures. Seamguard is used on all firings. Typical cartridge selection is blue for these areas. No blood supply issues noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor performed a partial gastrectomy rny reconstruction on november 3rd, performed a successful leak test. Patient went home after three days, but complained of continues pain, and after five weeks returned to the emergency department. There was a leak at the staple line that cased a liver abscess, and patient had reoperation on december 19th with drain placed. Patient still has drain in.